Event description:
It was reported that one month after the patient was implanted in (B)(6) 2012; it had "stopped working". It was noted that the trial in (B)(6) 2012 "went well". It was stated that the doctor thought that the battery may be defective and had ordered a revision surgery and the doctor thought it was the lead. It was reported that 2 weeks after that the hcp scheduled another surgery and changed the lead. Additional information was requested and if received, a supplemental report will be filed.

Manufacturer narrative:
Product ID, 3889-28 lot# va00sw8, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).